Manufacturer narrative:
(B)(4). The sample associated to this report is not available for analysis and no lot# available. We are unable to determine the cause for this specific event; however, the reported issue is a known issue and a corrective and preventative action was previously initiated to document the investigation efforts related volume leakage and/or disconnection between the inner and outer cannula for the reported product. Information has been added to the database for trending purposes and complaint trends are reviewed monthly to determine if additional action is required.

Event description:
A physician reported there is a patient that has been using this product since 1997 and in the last few months the tubes became loose during night time resulting in loss of ventilation to the patient. The customer reported that the ventilator provides an audible alarm when this occurs. Customer did not confirm the need for replacement of the tube. The reporter states no sample is available for analysis and no lot number. There was no incident date provided.